Event description:
It was reported "patient had a mac cordis and the main port (where the pac is usually thread through) was cracked. This lead to not only leaking medication but also pt started bleeding profusely throughout the port. This rn ended up pulling the center of the port out and capping this." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The complaint of the main port of the sheath being cracked was not confirmed by the photo. The image shows an obturator covering the port of the sheath that was inserted in a patient. However, no evidence of cracking the sheath hub was observed. Additionally, it did not appear that the obturator was securely connected to the port. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "unlock catheter contamination shield from access device and withdraw catheter from access device. Temporarily cover valve opening with sterile-gloved finger until obturator is inserted. Apply obturator cap. Warning: hemostasis valve must be occluded at all times to reduce the risk of air embolism or hemorrhage." Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient had a mac cordis and the main port (where the pac is usually thread through) was cracked. This lead to not only leaking medication but also pt started bleeding profusely throughout the port. This rn ended up pulling the center of the port out and capping this." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown".